Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that every time the patient tries to charge their implant, they get a message that the controller battery is empty and needs to be recharged. Caller stated that they keep resetting the controller but that does not help. Caller noted that when they put the controller on to charge, the controller shows it's at 90% but once they connect the recharger it says the controller battery is low. Caller noted they just got this controller not long ago. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. The call was then disconnected. Agent attempted to call back twice and left voicemail for caller to call back for further troubleshooting. Agent was unable to gather event details to do call disconnecting. Caller called back and reported that last night the patient was trying to charge the implanted neurostimulator (ins) and the controller battery was at 90%, but the controller said the battery was empty and could not continue. Caller said they had to recharge the controller again, and then the controller showed the battery empty, cannot continue message again. Patient service specialist had caller reset the controller by plugging into ac power without li battery pack and screen came on; after reinserting li battery the green light flashed on controller. Caller confirmed no visible damage to the controller connection pins. Caller then started a charging session of the implant and was able to start charging with excellent charging quality. Caller briefly saw poor recharge quality; after agent reviewed proper placement instructions with caller they consistently saw excellent quality. The troubleshooting steps that were taken on the call resolved the issue. Caller will monitor issue and call back if persistent. Pt rep called back stating that they recently got a replacement controller so they charged the controller but the controller wasn't working or charging. Caller said that they reset the controller and then the controller was charging but now the controller was not charging again. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. Caller confirmed that the ac power supply green light was on. Caller saw no apparent damage to the equipment. Agent had the caller put aa batteries in the controller; the controller powered on. Agent understood that the issue was with the ac power supply. Agent reviewed ac power supply replacement with the caller. Pt rep called in asking if they need to return old ac power supply from this case. Agent reviewed the controller would need to be sent back and pt can dispose of old ac power supply cord. Agent offered to use replacement equipment on the call - pt rep stated they have tried and replacement controller is functioning with no issues. No further action needed. Pt rep called back saying the controller was not charging from ac power supply again. Caller confirmed via serial numbers they were using the replacement controller. Caller said the green light was on ac power, but green light was not blinking on controller. Caller plugged controller in to ac power without battery pack during the call and screen turned on. Agent sent replacement battery pack request to repair. Additional information was received from a patient's representative (pt rep). It was reported that they got replacement battery pack but claim the controller still isn't charging. The pt rep might have been confused because it said the implantable neurostimulator (ins) is depleted and they might have thought it meant controller depleted. During the call they tried a different outlet, and says its now charging. They will continue to charge controller and then charge the patients implant. Patient representative called back and stated they got a new battery pack but the controller is still not working. Caller stated they charged the controller battery pack but the controller keeps saying the battery is empty and can't charge the implant. Agent had caller remove the controller battery pack and connect to the ac power supply; confirmed the controller powered on. Caller inserted the battery pack and confirmed the green light was flashing above the screen. Caller disconnected the ac power supply and connected the recharger. Caller was seeing "no device found" when trying to connect to the patient's implant and commented that this is all they can get it to say. Agent had caller enter passive recharge mode; caller saw 0-0-0 and said the numbers didn't change when they moved the antenna. The patient asked if the antenna was supposed to get hot when trying to charge and noted it had been getting hot. A replacement recharger (rtm) was sent out.